Event description:
Caller states that he obtained a result of 390-400mg/dl and took his sliding scale and long acting insulin. He reports his blood glucose levels dropped to 40mg/dl and he called the paramedics. When paramedics arrived, they tested him at 35mg/dl on their device and gave him glucose through an IV. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.